Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as liquid optics interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as liquid optics interface is not an implantable device. Section h3: the liquid optics interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported debris on their liquid optics interface (loi). The issue was observed during docking/procedure activation. A new loi was required to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. 1 of the reported 1 opened loi received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals some white residue on the lens. How and when the debris was introduced cannot be determined. The reported event is confirmed. Due to the open condition of the returned product and information stating that the product had been used, it cannot be determined at what point the observed white residue was introduced. The issue cannot be traced to the design, manufacturing, or labeling; product deficiency cannot be confirmed. However, based on the investigation results, product malfunction is confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.